Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. A technical support specialist (tss) logged into the station, referred to knowledge article (ka) - "bio-ID sensor fails after pushing rss es 1.8 lumidigm update", then uninstalled the existing driver and installed the updated driver. After completing the reboot, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower biometric identifier required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.